Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted into the pt's right groin. The md inserted the iab into the sheath and as the proximal portion of the iab was about to exit the tip of the sheath resistance was felt. The md tried to remove the iab from the sheath. The iab could not be removed from the sheath and as a result, the md removed the iab and the sheath as one unit. The spring wire guide (swg) was left in place and the md inserted another sheath and iab successfully. There was no reported pt death nor was there a reported pt injury. Medical intervention was not required nor was surgical intervention required. The delay in therapy was "two mins, long enough to prepare another iab catheter." There were no reported pt complications; the pt outcome is listed as "fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.